Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they were working with a student who suctioned prior to extubation, pulled the ett, and oxygenated with the anesthesia mask prior to removing the soft bite block. After the bite block was removed, they saw the blue tip attached to it. No injury reported.